Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the patient's daughter that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. Around 1815, the day of the event, the patient's daughter received a notification on her follow app that the patient's estimated glucose value was 70 mg/dl. The daughter tried calling the patient but was unable to get ahold of him by phone, so she went to the patient's house where she found him collapsed in a chair. The daughter called 911 and when the emergency medical technicians (emt) came they took a finger stick, and it showed the bg was 17 mg/dl. The patient was treated with an unspecified sugar solution and regained consciousness. The emt brought the patient to the hospital, and he stayed at the emergency department for 8 hours. At the time of the report, the patient's condition was stable. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The product was received, however was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.